Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter= 1.2 inr, reference = 2.8 inr, mean = 2.0, confidence limits = 1.3-2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. As of (B)(6) 2012, no product is expected to return and no strip lot information was provided. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria. No strip lot information was available. No product was expected to be returned. Root cause could not be determined with the information customer provided. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2011, inratio: 1.2, lab: 2.8. Lab result was obtained about 1 hour later. No other patient information was provided.